Event description:
As reported, during a gynecological repair case on (B)(6) 2021, a bard/davol arista ah was used. It was reported that approximately two days later on (B)(6) 2021, redness was observed on the patient¿s body surface of the place where the arista ah was sprayed. As reported, the patient was discharged once, but after discharge the patient had fever and was hospitalized for a week. It was reported that the patient was given antiallergic drug after which the symptoms improved. The patient's redness disappeared approximately one month after discharge.

Manufacturer narrative:
Based on the information provided, no conclusion can be made. As reported, the patient developed a fever post usage of the arista ah product. The IFU supplied with the device identifies fever as a possible complication. The warning section of the IFU states, "once hemostasis is achieved, excess arista¿ ah should be removed from the site of application by irrigation and aspiration" and also states, "arista¿ ah swells to its maximum volume immediately upon contact with blood or other fluids. Dry, white arista¿ ah should be removed." Without a lot number, review of the manufacturing records cannot be conducted.